Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring cracked belt clip slot, stained end cap sticker, stained address/serial number label and broken battery tube threads. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip.

Event description:
Customer's husband reported via phone call that insulin pump had o ring fell off the reservoir and damage of insulin pump. Customer's blood glucose value was 174 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.